Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay, missing display window or cover, cracked case (battery tube), and cracked case-corner of belt clip rails. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. However, pump error 63 alarm confirmed in the device history due to broken trace at pin keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures alarm. Customer stated that they were able to clear alarm, but not able to complete rewind process. Customer also experienced high blood glucose level. The insulin pump will be returned for analysis.